Event description:
Device malfunction: stent jumped. Symptoms/ae: placement of a second stent. Time of malfunction/ae: during the procedure. It was reported that during a right internal carotid artery stenting procedure, during stent deployment, the stent jumped requiring placement of a second stent to cover the lesion. There was no adverse pt sequelae reported. One day postprocedure, the pt was discharged to home. There was no additional information provided.

Manufacturer narrative:
Study report. The stent remains in the pt. The lot number was provided. Stent jumping can result from numerous factors including, but not limited to, the vessel diameter being larger than the stent resulting in the stent not apposing the vessel wall when fully deployed, inadvertent movement of the handle during deployment and non-optimal positioning of the stent prior to deployment. A conclusive root cause could not be determined. As part of manufacturing quality process, all catheters are inspected during the final inspection to ensure the device structure and integrity. In addition, samples from each lot are visually, dimensionally and functionally inspected. A review of the finished device lot history record did not reveal any non-conformities which could have contributed to this event.